Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump was received with pump error 25 due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. Customer's blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer received insulin pump error again while troubleshooting. The customer states that notification light did not immediately stop flashing. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.